Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 225cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including rashes, brain fog, joint inflammation, floaters in eyes, night sweat, insomnia, anxiety, and fatigue. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms was unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2022. The symptoms were improved after the revision surgery. The event date was estimated as (B)(6) 2014 based on available information. This report is for the left-sided prosthesis.